Manufacturer narrative:
Implant regio 25 fractured. Construction was a bridge construction from regio 23 to 25. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.